Event description:
Pt alleges receiving breast implants on 10/10/84. Pt also alleges experiencing problems, including pain and discomfort, beginning in 2/1996. Physician's note states "bilateral implant rupture and capsule formation." Pt plans to have removal.